Event description:
It was reported that the customer was receiving no delivery and motor error alarms on her insulin pump. Her blood glucose was 235 mg/dl at the time of reporting. After troubleshooting, the customer was advised to replace the pump; but, she refused three times. She was further advised to closely monitor the situation. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.